Event description:
It was reported during a craniotomy procedure, one of the titanium matrix neuro screws self-drilling would not self-drill. The tip of the screw appeared to become bent or deformed as the surgeon applied pressure to insert it. The surgeon used another screw, and implanted it with no further problem. Procedure was completed. There was no reported harm to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.